Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 310.25; synthes lot: u325594; supplier lot: u325594; release to warehouse date: april 02, 2019; manufacturing site: synthes monument; supplier: orchid unique. No nonconformance reports (ncrs) were generated during production. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: the 2.5 mm drill bit/qc/gold/110 mm was received at us customer quality (cq) with the drill bit broken close to the proximal portion of the device. The distal portion of the device was discolored/faded from the gold color. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was completed, the outer diameter of the shaft at the fracture site measured within specification, based on drawing. Document/specification review: the following drawing was reviewed; - 2.5 mm drill with quick coupling conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: gff, gfa, hsz. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the drill bit had broken off intraoperatively during the drilling step prior to insertion of a 3.5mm cortical screw. All items were recovered; nothing was left the patient. Fragments generated from broken device and it was easily removed, without additional intervention. The procedure was completed successfully with no delay. The patient status was reported as stable. Concomitant devices reported: 3.5mm cortical screw (part/lot unknown, quantity 1). This report is for a drill bit. This is report 1 of 1 for (B)(4).